Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis event was unknown. The patient was hospitalized due to the reported event. The treatment for the peritonitis was not reported. The patient outcome from the peritonitis event was not reported. Dianeal therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.